Manufacturer narrative:
Kmti was informed of a product complaint on 10/28/2019. The complaint pertains to an s 150 stand-alone anterior cervical interbody fusion (tesera sc) construct. Based on the sales sheet for the surgery, the following tesera sc implants were used: 1055-161-307 - sa cervical cage, 16mm x 13.5mm x 7mm, 7° lordosis - lot number 3296-9, 1050-140-014 - sa cervical screw 4.0mm self drilling, 14mm - lot number 3327-6 - qty 3, 1050-003-001 - sa cervical cover plate, nitinol - lot number 3332-2. The initial surgery was completed on (B)(6) 2016. The complaint was reported to kmti at the time of revision (approximately 3 years post-op). The patient was asymptomatic, but a routine post-operative x-ray revealed cage subsidence, a dislodged and fractured cover plate, partially expelled screws and a fractured screw. Revision surgery was performed on (B)(6) 2019. The patient was successfully revised with no complications. If/when kmti receives further information on the patient, this portion of the investigation will be updated. The implants were not returned to kmti for investigation. From the 3 year follow up x-ray image and the sales sheet for the surgery, the following information can be gathered: the surgery was performed on one level. The construct was oriented 2up/1 down (the two outboard screws were inserted into the superior vertebra while the center screw was inserted into the inferior vertebra). The screw angles appear appropriate (no low angle/skivving). The cover plate is fully dislodged. The 1 down (center screw) appears to be fractured at the cage/endplate interface. The most probable cause is determined to be excessive force on the cover plate and screws caused by relative motion between the cage and screws as the cage subsided. The cage appears to have subsided approximately 1.5mm into the inferior vertebrae and .5mm into the superior vertebrae. As the cage subsided and moved relative to the endplates, the screws did not move. The resulting forces caused the 1 down (center) screw to fracture, and the screws protruding from the anterior face of the cage to load the cover plate until it fractured and dislodged. The kmti IFU warns against excessive loading of the implant (potential risks, item 2). Nothing in the complaint indicates trauma contributed to the complaint. However, the subsidence is an indicator that a complete bone bridge has not formed as of the 3-year follow-up. Lack of fusion at 3 years can be considered excessive loading.

Event description:
A complaint was received which stated that a cervical cage subsided 3 years post operation. The cervical cover plate and a screw were also found to have fractured, which caused the cover plate to protrude. This was discovered during follow-up visit to the surgeon, patient was asymptomatic at the time of discovery.